Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown drill bits. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke off and became impaled in the arm of a scrub tech student as it was demonstrated without the use of a drill guide when it broke off and became a projectile. The bit was already used without incident and with a drill guide several times on the patient during the procedure to treat an angle fracture of the mandible. It was also reported that after breaking one drill bit, the scrub tech did the same thing again with second drill bit. This report is for two unknown drill bits. This report is 1 of 1 for complaint (B)(4).